Event description:
It was reported that prior to an unk procedure, when the doctor was going to load a clip, the clip stopped on the way of the jaw. It occurred before use on the pt. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.